Event description:
Procedure: hernia repair. Reportedly, the tip of instrument broke during utilization. The surgeon recovered the broken part from the patient's surgical cavity. Another instrument was utilized to complete the case. No patient injury reported.